Event description:
A facility reported a microsensor (ID (B)(6)) was connected to the icp monitor and could not show the readings. The issue was detected before implantation site closure. The procedure was completed with a replacement product available. There was 30 minutes surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the microsensor unit was inspected. The catheter was evaluated, and it is noted that internal wires were broken, this was confirmed on x-ray. Icp express read ¿no transducer detected¿, the supplier was not able to perform testing on the unit. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Likely root cause is mishandling of the catheter. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a